Event description:
Medtronic return product received. The neurostimulator was replaced due to normal battery depletion and infection. No patient symptoms or treatment was reported. Patient recovered without sequela.